Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation." This record is for the left side. "Hole in valve" observed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation." This record is for the left side. "Hole in valve" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.